Event description:
It was reported that the primary console broke. A repair was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
The event is supplemental and that the investigation findings will be submitted under MFR # 3003306248-2024-02762.